Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was corrected by manual injection. Customer stated that she pulled out reservoir and noticed a piece came out. Customer also mentioned that reservoir was unable to lock in place. Customer advised to discontinue use of the pump and revert to back up plan. Insulin pump will be return for analysis.